Event description:
In 2004 operation performed: redo right ventricle to pulmonary artery conduit, utilizing a 23 mm porcine stentless valve, suture closure of patent foramen ovale, pulmonary allograft patch angioplasty of right pulmonary artery. Routine small sample sent to microbiology lab for testing at time of surgery. Next day microbiology tests results: 4 + staphylococcus aureus methicillin resistant mec a gene detected. Picu physicians and hosp epidemiology coodinator were notified by microbiology. The decision was made to treat pt for mrsa endocarditis. Three days later rep of cryolife called and is investigating the donor of tissue.